Event description:
It was reported that during partoidectomy procedure, approximately two hours into the procedure the stimulus on the nim was changed to 0.8ma and stimulation via medtronic prass probe was attempted (medtronic electrodes were also being used, but the type was not known). The error message "out of measurement range-calibrating" was displayed for over two minutes. The staff pressed the 'check electrodes' button, but all electrode changes were spinning for over three minutes and did not change. Staff also attempted to unplug the electrodes from the pi box, however, after they were plugged in again there was no change. At this point the procedure was ended on the nim vital and it was shutdown. The case was completed with a backup nim 3.0 system with the same disposables. No problems were encountered. Procedure extended 8 minutes. No consequences or impact to patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.